Manufacturer narrative:
No patient present. Tech services walked rep. Through looking at the exams in the root directory, and said system was working as intended and the element software deletes exams at the end of each procedures. Rep. Will reload any exams on system which is needed. No patient present.

Event description:
Site reported that the system deleted all of the exams on the inav system when exiting the element application. Event did not occur during surgery and no patient was present.